Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 90% to 5% after being connected to a power source. Following the battery drop the customer was unable to charge the pump successfully. Subsequently, the pump shut off due to insufficient power. The customer was able to turn the pump back on and the battery gauge displayed 100% the customer's blood glucose (bg) level was impacted 320 (mg/dl). A bolus via the pump was delivered to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.